Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker failure, which would indicate a lack of audio. There was no patient incident alleged/reported.